Manufacturer narrative:
The returned device was investigated, and the result confirms the customer complaint stating that the ampere outputs of the device exceeds the maximum allowable ampere. The root cause of the complaint was undetermined. There was no harm to the patient.

Event description:
During a surgical procedure, the universal power supply electrical output did not match with what the doctor is used to, the doctor indicated that the power output seemed to be on level 5 when it was set at level 2. There was no harm to the patient.